Event description:
It was reported that during the implant procedure, the lead exhibited high impedance values, no sensing, and no capture during lead testing. The lead was not used and another lead was implanted. No patient complications has been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor resistance was out of spec, and blood/body fluid was found on all conductors, including the distal conductor (not obstructed).